Manufacturer narrative:
No further information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which indicates the device voltage was too low for the projected remaining capacity. This device also exhibited oversensing of the t-wave. Technical services (ts) discussed further evaluation is urgent. This device remains in service. No adverse patient effects were reported.